Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. Investigation summary: bd received 10 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. No definitive root cause could be established for the reported defect.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 15 times. The following information was provided by the initial reporter: the customer stated "lab staff has lately experienced that several citrate tubes (draw volume 2,7ml) doesn't draw enough blood. In many cases a second try/another tube is needed to get the correct volume."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 15 times. The following information was provided by the initial reporter: the customer stated "lab staff has lately experienced that several citrate tubes (draw volume 2,7ml) doesn't draw enough blood. In many cases a second try/another tube is needed to get the correct volume."